Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no reported adverse impact to the customer's blood glucose level.